Event description:
The complainant reported that a placement signal on an impella cp pump became unreliable during patient support. The placement monitoring was disabled in response to the noted issue and support was continued uninterrupted. Two days later, the patient was made palliative care by their family and passed away on support. The investigating team has requested the console to be investigated as well, beyond the complainant's request for pump investigation. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella controller was returned for evaluation. Upon completion of the investigation, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: ic3137 ran cp pump (B)(6) from 6/17-6/22. On 6/20, the user received a placement signal not reliable alarm, which the user silenced, that did not resolve until the pump was removed on. After the pump was removed, the optical system reports light of 0.43v which indicates receiving only ambient light and none from the optical bench's lamp. Ltlogs and rtlogs show that at the time of the placement signal not reliable alarm raw optical sensor dropped to -3276.8mmhg as placement signal went to 3000 mmhg and lamp went to 100% and contrast oscillated between +/-3276.8%. Device analysis: the console was returned and elements of the failure mode reproduced and both contrast and snr were failing per pm though light was fine at this time. Root cause: the placement signal not reliable and the oscillating contrast were most likely due to a failing lamp as seen by the bad lamp after the pump was removed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated.